Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm and a stuck button error alarm. Customer's blood glucose was unknown. It was reported that display screen showed an image. It was advised that insulin pump would need to be replaced. Customer's blood glucose was 15 mmol/l.

Manufacturer narrative:
The insulin pump was received with critical pump error and unable to download due to corroded electronic assembly. We were unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, or verify stuck button alarm and any additional alerts or alarms due to critical pump error. No moisture damage was found on the motor, force sensor, or keypad assembly during visual inspection. The insulin pump was received with scratched case, broken battery tube threads, corroded battery tube, end cap address label faded, cracked case at the corner of the belt clip rails, pillowing keypad overlay, and minor scratched lcd window.